Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. The customer blood glucose level was unknown. The customer stated that the troubleshooting was performed and they were able to clear the alarm but unable to complete the rewind. The customer stated that the drive support cap was normal. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly.